Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call stating about the high blood glucose. The blood glucose was 400mg/dl. Customer stated that she chose not to insert another sensor due to her high blood glucose and not getting the blood glucose to be more stable. The insulin pump will be returned for analysis.